Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, inappropriate shocks and low amplitude. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. Additional information was received indicating that pocket manipulation and lead integrity testing was completed. The physician mentioned that in 2015 the electrode was repositioned, with no issues until recently. The physician will monitor the patient closely.